Manufacturer narrative:
This case was assessed as reportable to the FDA as the event focal accumulation (product distribution issue) was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received form a us nurse and concerns a female patient (herself). She was injected with radiesse, into the hands. After the radiesse injection, the patient experienced focal accumulation of calcium hydroxylapatite (caha) in her hand. They remained residual even after flooding with bacteriostatic 0.9% nacl, massage and heat. The reporter was unable to resolve it. Due to the provided information, the outcome of the event was considered as not resolved. Follow up information was received on 10-may-2024: this case was upgraded to serious as a general surgery was performed due to the event. The patients date of birth was provided. She was 41 years old at the time of the event. The patient was injected with a total of 1.5 ml of radiesse, on (B)(4). 2023. Radiesse was diluted with lidocaine. She injected herself into both hands with a 23g cannula. The patient had a history of hyaluronic acid (ha) filler without incident. She had no history of radiesse previously. The patients medical history included remote breast cancer. The patient had no active medications. On 25-apr-2024, the patient had general surgery and was in hospital operating room due to location and severity. The outcome of the event remained unchanged.